Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and 43 micron filter were replaced to address the issue.